Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Continuation: d234drg implantable cardioverter defibrillator 2010-(B)(6), 6940-52 implantable pacing lead 2001-(B)(6). (B)(4).

Event description:
It was reported that the lead integrity alert sounded for the right ventricular (rv) lead due to high short interval counts (sic), noise, and varying impedance. The lead was replaced. No patient complications have been reported as a result of this event.